Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent mesh was damaged while passing through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Proximal and mid-section stent struts were damaged and stretched proximally. The undamaged distal section of the crimped stent od (outer diameter) was measured using snap gauge and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent mesh was damaged while passing through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.